Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an unknown procedure, the wired foot pedal was not registering into the console even though it was plugged in. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and found no issues. The unit had no issues registering when plugged in or activating any function. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of a concomitant device. No containment or corrective actions are recommended at this time.